Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any errors when initially powered on.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that surgeon side console (ssc) 2 had no video in the left eye. The intuitive tech support engineer (tse) reviewed the system logs and found no errors or fiber cable related issues. The intuitive tech support engineer (tse) recommended a hard power cycle of the ssc. The customer did not want to do any troubleshooting due to them using the other ssc to complete the case. The customer stated that after the case they would hard power cycle the console. There were no reports of patient injury.

Manufacturer narrative:
The site reported that they reviewed the system logs and found no errors or fiber cable related issues. The field service engineer went onsite and noticed that the power source on the left eye was loose/unplugged slightly. The reseating of the cable the console gained visuals on the left eye. The system was verified and ready for use.